Event description:
It was reported that on two occasions during one lab demo procedure, the internals of the pin driver became loose and prevented the item from working. No patient involved.

Manufacturer narrative:
Additional info: d10, g4, g7, g9, h2, h3, h6, h10. Results of investigation: the device, was intended for use for treatment. Visual inspection of the returned pin drivers found that the inner cylinder of the pin driver had detached from the pin driver. Functional inspection of the returned pin drivers found that the inner cylinder of the pin drivers would spin freely when spinning it around a bone screw. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. This failure mode will be trended to assess for any necessary corrective actions. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. The engineering team is further investigating this malfunction.